Event description:
The customer contact reported the pump did not deliver. At 1830, the pump was programmed to deliver an unspecified concentration of dobutamine at a rate of 30ml/hr. No further programming parameters were provided. At 1940, the physician noted the pump was still powered on; however, the delivery had stopped delivering. No audible alarm tone was reported. At 2200, it was reported the pt had bradycardia. No specific value was provided. At 2230, the pt went into cardiogenic shock. Resuscitation procedures were performed. The pt was treated with unspecified concentrations of xylocaine 3ml, calcium gluconate 2 vials, magnesium sulfate 2 vials, sodium bicarbonate 2mg, and "ancoron." It was reported that cardioversion at 150 joules was performed twice. The pt expired at 2300. The device was removed from clinical service. Info was requested from the customer contact regarding specific event details that occurred during the 1940 to 2200 timeframe. No response was received. Hospira is continuing to investigate the reported event.

Manufacturer narrative:
The device is expected to be returned for investigation. It has yet been received. (B) (4). (B) (4).